Event description:
It was reported that during the atrial fibrillation ablation procedure, saline was leaking from the cool path duo catheter handle. No pump error alarms or generator errors were displayed. The cool path duo catheter was replaced to continue the procedure with no adverse consequences to the pt.

Manufacturer narrative:
One therapy cool path duo 7f catheter was received for eval. Visual inspection revealed no anomalies. Functional eval revealed the catheter failed leak testing. A syringe was used to flush saline through the catheter and it was noted that water leaked from the catheter handle. The lumen tube was cut and taken out from the protecting tube and it was found that the fluid lumen broke at the edge of the catheter handle, resulting in the leakage. Review of the device history record confirmed this device met mfg requirements prior to shipment. The reported leaking handle was confirmed. During prior investigations of this catheter type, the handle was opened and it was found that the saline was leaking from the luer extension protecting tube. The lumen tube was cut open and taken out from the protecting tube and it was found that the fluid lumen broke at the edge of the catheter handle, resulting in the protecting tube leak. A quality improvement project has been initiated to address the leaky handle issue. The root cause classification is consistent with mfg as the event is related to a mfg non-conformance. A quality improvement project was initiated to address this issue.